Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the prepared clip was broken. The defection clip was immediately removed and replaced with a new one. There was no patient injury.